Event description:
The patient experienced shocking/jolting following implantation of the device. The device was turned on at the hospital and the shocking increased after she went home. She was unable to adjust the stimulation. The patient was at home in fair condition; no swelling at the device pocket was seen. Further information has been requested from her healthcare professional.

Manufacturer narrative:
(B) (4).